Event description:
The manufacturer received information from customer in reference to a (B)(4) auto CPAP with an allegation of device unit not blowing stating service required. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca burned, device will not give sd card, ui bezel scratched. There were no errors has been identified. The device was scrapped.